Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on feb 29, 2024, the patient underwent the surgery via tha for oa for the hip joint with the product in question. During surgery, it was confirmed that the ampoule had been damaged when opening the product in question. The surgery was performed with spare cement. The surgery was completed successfully within 30 minutes delay. No further information is available. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of endurance bone cement 40g revealed the outer package open, the vial broken, and signs of spilled liquid into the inner package. Once the product leaves depuy synthes control, it is unknown what environment conditions the packaged products are exposed to during that time. Therefore the suspected cause is traced to transport/storage outside of depuy synthes control. The received condition of the device confirmed the reported allegation. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the endurance bone cement 40g would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product description: endurance 40g product code: 3070040 lot number: 4016765 manufacturing date: 2022-12-05 expiry date: 2025-11-30 quantity: (B)(4). There was 1 non-conformances on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. Device history review : product description: endurance 40g product code: 3070040 lot number: 4016765 manufacturing date: 2022-12-05 expiry date: 2025-11-30 quantity: (B)(4). There was 1 non-conformances on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected:

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery via tha for oa for the hip joint with the product in question. During surgery, it was confirmed that the ampoule had been damaged when opening the product in question. The surgery was performed with spare cement. The surgery was completed successfully within 30 minutes delay. No further information is available.